Event description:
Facility contact reported that when the nurse was attempting to place a PICC, the guidewire allegedly would not advance. Patient was reportedly taken to ir for a cut down procedure to remove the wire. Contact stated that the wire was removed successfully and a new PICC was placed.

Manufacturer narrative:
The complaint of difficulty advancing the guidewire was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 21ga safety introducer needle and one 0.017" nitinol guidewire. The needle was received with the safety mechanism engaged. The inner core of the guidewire was broken approximately 6cm distal to the transition. The outer coil wire was elongated along its entire length. The distal weld tip was not returned for evaluation. Microscopic inspection of the introducer needle bevel revealed that the proximal bevel edge flared outward slightly. The bevel exhibited increased luster in the vicinity of the flaring. Examination of the distal edge of the inner core wire revealed that break surface was granular with a partially dull and partially glossy surface texture. The glossy region exhibited a distinctly beveled shape. Examination of the distal end of the outer coil wire confirmed that the weld tip was missing and was not returned for evaluation. The distal end of the outer coil wire exhibited material necking. The break surface was beveled at approximately a 45 degree angle relative to the long axis of the wire. The characteristics of the outer coil wire were typical of a tensile break. The characteristics of both the needle bevel and the inner core wire were consistent with damage caused by drawing the guidewire against the needle bevel in the proximal direction.